Manufacturer narrative:
The user reported being hospitalized for a knee replacement. Event happened on 23-may-2025. According to the user, they had to be hospitalized due to knee replacement.the event was not related to the sensor insertion/removal nor related to diabetes.after dms review, we confirmed that the user didn't receive a low glucose alert at the time of event because the sg never went below the alert level as it was unrelated to diabetes.the user sought for medical treatment, by going to the hospital.

Event description:
User reported being hospitalized for a knee replacement. Event happened on 23-may-2025. According to the user, they had to be hospitalized due to knee replacement. The event was not related to the sensor insertion/removal nor related to diabetes. After dms review, we confirmed that the user didn't receive a low glucose alert at the time of event because the sg never went below the alert level as it was unrelated to diabetes. The user sought for medical treatment, by going to the hospital.